Event description:
It was reported that a patient was diagnosed with a urinary tract infection and confirmed e. Coli (escherichia coli) infection in the kidneys two weeks after the most recent pump refill. The patient stated she drank ¿bad giant water (a whole case of it)¿ and it ¿turned into¿ e. Coli per the healthcare professional (hcp). The patient went to the emergency room ((B)(6) 2015) for the issue and was administered oral antibiotics. The patient has had two follow up appointments for the infection and was feeling better. The drug in the pump was unknown, the patient thought it was ¿morphine or in the morphine family.¿ follow up was conducted to obtain further information regarding the drug/dose/concentration, patient medical history, diagnostics related to the infection, and patient outcome. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8781, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(4).